Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low laser power. The customer replaced the laser probe, but this did not solve the issue. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and replicated the reported event. The laser indirect ophthalmoscope (lio) cable that contains the radio frequency identification (rfid) chip that allows the customer to install and thread the fiber into the port was broken and missing. The nonconforming lio cable was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a damaged lio cable. The manufacturer internal reference number is: (B)(4).